Event description:
It was reported that during a ptca/stent procedure, a double wiring technique was used - one in the left anterior descending and one in the second diagonal. A stent was successfully deployed in the distal left anterior descending but upon removal of the bmw guide wire from the second diagonal, it was observed to be unraveled. A balloon was used to loosen the hold on the guide wire and rewire was attempted. The rewiring was unsuccessful and the system was pulled out as a unit. The bmw guide wire was then noted to be separated. There was no snare attempt made to remove the separated portion of the guide wire. The pt was sent to surgery. Reportedly, the pt did fine after the surgery.